Manufacturer narrative:
Zoll medical austalia evaluated the device and the customer's report was not replicated or confirmed. The device passed functional testing including spo2 and nibp stress testing, with no discrepancies found. The battery used during the event was not returned. Log review showed intermittent spo2 disconnects, no issues with nibp, and multiple power cycles consistent with battery-only power loss, likely due to battery removal or loss of contact while powered on. The battery communication assembly, spo2 cable and rear enclosure were replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.